Event description:
It was reported that stent dislodgement occurred. The patient underwent percutaneous coronary intervention. The stenosed target lesion with a 2.6 mm vessel diameter, was located in the proximal segment of the left anterior descending artery. A 2.75 x 28 mm promus premier drug-eluting stent was advanced for treatment. During advancement, the stent dislodged from the delivery system at the proximal segment. The procedure was completed with another of the same device. There were no patient complications, and the patient remained stable post procedure.

Manufacturer narrative:
A2 age at time of event: under 18 years. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.